Event description:
The accounts engineer stated that the bed exit did not alarm when a patient left the bed. No injuries.

Manufacturer narrative:
Technical support instructed the engineer to turn the bed exit system on and then disconnect the tape switches. Repairs have not been completed.